Event description:
Pt was an emergency stemi on (B)(6) 2017 with rotablator atherectomy stent procedure to a 90% lesion. Pt is not a surgical candidate. Pt returned to cath lab on (B)(6) 2017 for a rotational atherectomy and stent placement to proximal right coronary artery. During procedure, the tip of the rotablator wire separated and attempted to retrieve the tip with balloons and snares were unsuccessful. The physician stented x3 stents to trap the tip behind the stent.